Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have damaged conductor wire insulation at the distal end with exposed wires. The instrument was placed and driven on an in-house system, and it passed the recognition and engagement tests and moved intuitively with fully range of motion in all directions. The grips opened and closed properly. The instrument failed the electrical continuity and energy delivery test. No thermal damage was observed, and no missing material was noted. Further evaluation of the instrument noted the clamping pulleys had excessive amount of dried residue and the instrument bearings show signs of corrosion. The grip input disk bearings exhibited orange discoloration. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia surgical procedure, the force bipolar instrument would not burn tissue. A new cord was used but it still would not work. The procedure was completed with no patient harm.